Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle would not draw up insulin during use. The following information was provided by the initial reporter: "consumer reported found 1 syringe that would not draw up insulin - it will draw up air but not the insulin".

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle would not draw up insulin during use. The following information was provided by the initial reporter: "consumer reported found 1 syringe that would not draw up insulin - it will draw up air but not the insulin"

Manufacturer narrative:
H6: investigation summary customer returned (1)1/2cc, 8mm, 31g syringe in an open poly bag from lot # 0076503. Customer states that the syringe would not draw up insulin. The returned syringe was tested and was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 0076503. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.